Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex st on (B)(6) 2017 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. The patient underwent revision surgery on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralex st on (B)(6) 2017 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. The patient underwent revision surgery on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the sac was reduced. All adhesions were taken down. The defect was consistent with some previously-placed biologic mesh was left in place. A medium sized ventralex st patch (device #1) was placed through old mesh and sutured.¿ (B)(6) 2018 - patient was diagnosed with ventral hernia thereby underwent open repair with ventralex st patch (device #2) . Per operative notes, ¿the hernia sac was excised and adhesions were taken down. A small ventralex st patch (device #2) was placed over the defect using sutures.¿ (B)(6) 2018 - patient had abdominal pain and was diagnosed with multiply recurrent incarcerated ventral hernia thereby underwent robotic assisted repair with the removal of meshes (device #1, #2) . Per operative notes, ¿the hernia defect was noted in left lower quadrant. Significant amount of omentum adherent to previous repair and adhesion were taken down. Bowel was stuck to a mesh. The mesh (device #1) was wrinkled and rolled up and appeared to be either improperly placed or poorly incorporated was dissected from abdominal wall. There was a second small round mesh (device #2) was covering hernia at its most lateral position. The mesh was also excised. Loop of bowel with the mesh adherent to abdominal cavity was dissected off. A hernia defect was repaired using biological mesh and tacked.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, bowel adherent to mesh and emotional injuries.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, adhesions, abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, abdominal pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. This supplemental emdr represents the ventralex st (device #2). Additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.